Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had vibrate anomaly. The customer¿s blood glucose level was unknown. The customer states that you can barely feel when the vibrate beep. The customer had performed to troubleshoot and pump is currently vibrating. The customer performing a self test and the results were yes but it was very weak. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.